Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. E3 initial reporter occupation is lawyer. H10 additional narrative: added: g3. Corrected: e2. Removed: e3.

Manufacturer narrative:
(B)(4). Initial reporter occupation is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, tibial osteolysis, and tibial tray loosening at the cement to implant interface. Unknown cement used during the primary operation. The tibial insert was also revised with no allegation of product deficiency. The patellar and femoral components were retained with no allegation of product deficiency. There were no indicated intra-operative complications. Doi: (B)(6) 2018, dor: (B)(6) 2020, left knee.